Event description:
Cannot remove the trial implant from the handle. Since it is a 3 level cage, the surgeon had to hammer the trial implant free to be able to use the handle for the next 2 levels. The handle works perfect with the other trial implants, so the problem is this specific trial implant. During removal of the trial implant a mark was made because of the removal from the handle. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The visual investigation of the device shows some marks on the connector section were the two flats are. It is possible that the ball locking in between the handle and the connector section of the oracle trial implant has shaved off some material. The material got stuck between the trial implant and the handle. No product fault could be detected this complaint was determined to be indeterminate. (B)(6).